Manufacturer narrative:
Follow up #1 10/02/2014. Device evaluation: the device has been returned and evaluated by animas on 09/23/2014 with the following findings: the battery compartment was cracked from the threads to the bumper pad as well as from the bumper pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a crack on the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.